Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Pre and post operative notes received. Per op note of revision done (B)(6) 2011, physician removed femoral head and noted small amount of metallosis around the capsule. No gross taper wear was visible on the head. The stem was examined and determined to be loose; some metallosis was observed around the stem. Tissue samples were removed to be tested. Histopathology reports on those tissues documented mild perivascular and diffuse lymphocytic inflammation, in keeping with mild alval. A sheet of histiocytes containing fine metallic debris are seen. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update (B)(4) 2012 - reason for revision - right hip pain, harris score decreased, metal ion increased, aspiration performed, stem loose, all products revised.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.